Event description:
It was reported that, hosp received order and one of the vials for the speedset was broken and spilled over the other packs of speedset in the case.

Manufacturer narrative:
Add'l info has been reuqested and if received will be provided in a supplemental report.